Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for post-operative check post lead revision. Upon interrogation the pulse generator exhibited diagnostics anomaly; it inappropriately tripped elective replacement indicator with a date stamp prior to implant. After software download via engineering test page, normal device function resumed. The patient was stable and would continue to be monitored.